Manufacturer narrative:
The device catheter of the plc121200/15661797 gore® excluder® contralateral leg component was discarded at the facility and therefore not available for evaluation.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient was treated for a right axillary artery aneurysms with two viabahn endoprostheses. On (B)(6) 2017, a disconnection was diagnosed between the two gore® viabahn® endoprostheses. It was stated that the disconnection was based on an inaccurate positioning of the two devices and caused an endoleak type iii with aneurysm enlargement. On (B)(6) 2017, a re-intervention was performed and the patient was accessed through the right brachial artery to place a plc121200 contralateral leg component between the two viabahns to repair the type iii endoleak.

Manufacturer narrative:
Added information.

Manufacturer narrative:
UDI for plc121200/15661797 gore® excluder® contralateral leg component: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. The patient's medication includes: kardegic 75mg per day.

Event description:
The following was reported to gore: on an unknown date, the patient was treated for an aneurysm presumably of the right axillary artery with a viabahn endoprosthesis. On (B)(6) 2017, a re-intervention was performed to endovascularly repair of what appeared to have been a viabahn disconnection in the right axillary artery. For the repair, a plc121200 contralateral leg component was used. Excessive tortuosity of the axillary vessel was reported. As severe advancement difficulties of the plc121200 device catheter were experienced, the physician employed a twisting right-left movement pattern to progress the catheter to the intended location. After having successfully deployed the endoprosthesis, the catheter was retracted out of the axillary artery and it was noted that a piece of the catheter had separated but still remained on the guidewire. It appears that the separated pieced had advanced proximally on the guidewire but could not be captured due to a guidewire loop. Attempts to snare the separated piece were not successful. With the guidewire now pointing towards the right common carotid artery, and with it the leading olive, the physician elected to surgically intervene and retrieve the separated catheter piece. The aneurysm was successfully excluded, the patient did not suffer any neurological damage and was subsequently discharged from hospital.